Event description:
It was reported that during a remote follow-up, episodes of noise and oversensing due to electromagnetic interference were noted on the device. These episodes resulted in competitive atrial pacing and automatic mode switching on the device. Technical support was contacted and reprogramming was recommended to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating that the device was reprogrammed to resolve the competitive atrial pacing. The noise episodes were suspected to be due to electromagnetic interference and no additional intervention was performed. The patient was stable and will continue to be monitored.